Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
Breakage needle. This case is from health authority. It was reported that the needle broke when sewing the uterus in the surgery of laparoscopic adenomyomectomy. The broken needle was found immediately. Changed another one to complete the surgery. No additional information could be provided.